Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During the procedure, the orbit mini complex fill 3.5x5 coil would not detach. There were no injuries reported to patient as a result of this event.

Manufacturer narrative:
During the procedure, the orbit mini complex fill 3.5x5 coil would not detach. There were no injuries reported to patient as a result of this event. No further procedural information regarding the event is available. The device has not been received for analysis. Review of the lot and coil assy complex fill revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the availability of the device for analysis and with the lack of procedural information pertaining to the reported failure of the orbit coil to detach, no conclusion can be made regarding possible root cause. Therefore, no corrective actions will be taken at this time.